Event description:
Brain fog; saline implants mentor dos (B)(6) 2010 symptoms: entered above also arm pain, leg tingling, ringing in ears, sob, low blood pressure, rapid heart beat, memory loss, ear pain, headaches, inflammation. FDA safety report ID# (B)(4).